Event description:
Terumo medical received an FDA medwatch report number (B)(4). The event description states: the patient underwent ultrasound guided placement of the IV catheter, when the IV was discontinued the hub was only present. There was no catheter. A chest cat scan revealed a retained portion had traveled to pulmonary artery. Plan for retrieval in the operating room is on date of scheduled procedure. Retained device could not be visualized and procedure was cancelled. On (B)(6) 2022 the patient underwent a heart transplant during this procedure, there was an incidental finding of the retained device which was removed without patient impact by the surgeon.

Manufacturer narrative:
The actual sample was not available for evaluation hence we cannot provide detailed information on its actual condition. Since the lot number was unknown, an evaluation on retention samples was not performed. Seventeen (17) complaints were received from fy20 to (B)(6) 2022, which related to this issue where the cause was not identified related to our product and production process. Since the material of the catheter tube has not changed, the tensile strength simulation result from the previous catheter tube breakage complaints were used as part of the investigation. Based on the results of our previous simulation and investigation, there is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As stated in the complaint details, the IV catheter was broken during placement using the guided ultrasound. Possibly, the catheter breakage occurred during the manipulation of the IV catheter to find a better angle to advance in the vein, especially when not hitting the vein or if there is no flashback. This condition may result in re-insertion thereby hitting the catheter tube which may eventually result in breakage. No retention sample and lot history file were checked since the complaint lot number is unknown. Furthermore, we have challenged the tensile strength of our catheter tube through manual pulling and bending test using resistance breakage tester. The catheter tube elongates, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in the complaint. This shows that the catheter tube has high tensile strength and does not break easily even when a strong force is applied. Corrective action is not necessary for this complaint. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. As stated in the complaint details, the catheter was broken during placement using the guided ultrasound. There is a possibility that the catheter breakage occurred during the manipulation of the catheter placement when not hitting the vein or if there is no flashback. This condition may result in re-insertion thereby hitting the catheter tube which may eventually result in breakage. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in catheter tube breakage. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack, or partial cut can be detected during these processes. No lot history file was checked since the complaint lot number is unknown. Qc conducts a visual inspection to check product quality before shipment. Only passed samples are allowed to be shipped. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).